Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter contacted animas on (B)(6) 2017 alleging the pump had an undefined audio tone issue. No details regarding the issue were provided. The reporter was not able to complete troubleshooting on the pump with animas customer support at the time the complaint was received. Animas customer support made several attempts to contact the patient regarding the alleged issue; however, there was no response to those attempts. Return of the pump has not been arranged at the time of this report. There is no indication this issue caused or contributed to an adverse event. This complaint is being reported because the issue may cause the user to miss an alarm or warning that may cause cessation of insulin delivery.

Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 07/27/2017 with the following findings: the pump was returned with a clear audible alarm. No intermittent connections were found on the piezo. The alleged issue could not be duplicated.